Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the lead exhibited high thresholds and microdislodgement was suspected. On (B)(6) 2013 the lead exhibited loss of capture. An x-ray was not performed. The physician elected to reprogram the device. The patient was in good medical condition and would be monitored.